Event description:
Rptr was told before surgery, that the product they would implant was as strong as bone. However, after several months the pain became very severe on the right side. It felt like the implant had shifted or broken. Doctor, who performed the surgery, had no solutions except arthritis medications. Rptr had been wearing a splint prior to and following the surgery, but her jaw keeps shifting to the right side of head and shoulder, she is now getting pain behind left ear (as result of jaw shifting?).